Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Olympus technical assistance center (tac) support spoke to the customer to troubleshoot the device. The customer confirmed that the device was displaying a b30 and an e216 errors with the 190 scopes. The customer attempted to reseat the maj-1933 and clean the pins on the scope with alcohol however, the issue persisted. Tac mentioned that the problem could be scope related. The customer opted to have a field service engineer (fse) dispatched to investigate the issue. Tac transferred the call to repairs for the customer to discuss loaners in case a scope is sent in for repair. A follow up conversation was held with the customer and the error code could not be duplicated after cleaning the socket and scope contacts. In addition, liquid was found in the connector on the mu-1 and tac concluded that liquid intrusion in some of the scopes was causing the error. Tac advised the customer to keep track of the scopes that causes the errors. No device will be sent in for evaluation and repair. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the evis exera iii video system center display random b30 and 216 communication error codes. The event occurred during preparation for use. There was no patient involvement, no harm or user injury reported due to the event